Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 2 three-way stop cocks were returned for evaluation with the original opened packaging box. A non-edwards contamination shield was located between approximately 51 and 98 cm proximal from the catheter tip. The contamination shield was removed for evaluation. No introducer was returned with the unit. Blood was observed from the thermistor connector and optical module connector. Three punctures, measuring 0.5 mm, 1 mm, and 1 mm long, were found on the catheter body at 31 cm proximal from the catheter tip. A scratch mark was observed around one of the 1 mm long punctures. The punctures entered the distal, thermistor, and optical fiber lumens. Examination of the catheter found that the punctures went completely through the catheter body. A puncture showed that catheter surface was pushed inward and the other punctures showed that catheter surface was pushed outward. The proximal injectate lumen was patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. Customer report of ¿blood leakage was observed from the optical module connector¿ was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that "blood leakage was observed probably from the thermal filament connector during use." The catheter was used in aortic valve replacement (avr) and tricuspid valvuloplasty (tvp). No patient injury was reported.